Manufacturer narrative:
Batch review performed on 08 may 2017. Lot 1651088: (B)(4) items manufactured and released on 26 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
During the reduction of the bar into the screw, the instrument didn't hold the set screw enough. The set screw felt down through the percutaneous tower and the surgeon had to bring and remove it with a proper instrument. Then the set screw has been placed correctly using the other reduction driver that is in the set.

Manufacturer narrative:
On 12 july 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: deformation of the split-designed hex tip. The hex on the tip is splitted and larger than the hex recess (hex 4mm) in order to elastically deform when engaged to the setscrew, with a retentive effect. In the returned component, the two parts are "compressed" together, therefore the hex engages freely on the hex recess, without friction nor retentive effect. In this condition, the instrument cannot be used to deliver the setscrew, that would fall into the perc. Tower. Functionality is compromised. The root cause can be heavy handling (e.g. Hammering on the instrument) or accidental fall of the instrument, possibly during previous surgery. The instrument set includes a second instrument. No risk for the patient or for the outcome of the surgery.